Event description:
It was reported that the patient had an alarm at home and decided to exchange their system controller. The patient felt unwell after the exchange. The exchanged system controller was connected to the power module and the history showed a backup battery fault. The emergency backup battery was removed. An electrocardiogram was performed and the patient was on ventricular fibrillation. Cardioversion was done and the patient was stable. Related manufacturer's reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cause of the cardiac arrhythmia was unknown. The patient did not experience any clinical compromise. The patient had a history of arrhythmia before the left ventricular assist device (lvad) implant. The arrhythmia was not device or therapy related. There were no more alarms that occurred after the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 129 days (27sep22 - 2feb23 per timestamp). Starting on 2feb23 at 13:45:19, backup battery faults alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until the driveline was disconnected at 13:48:16 for a controller exchange. There were no other notable alarms active in the log file. The heartmate 3 system controller s/n: (B)(6) was not returned for analysis; however, the 11 volt li-ion backup battery s/n: (B)(6) was returned to the european distribution center (edc) for testing. The backup battery was functionally tested and passed without issue. The reported alarms were unable to be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 instructions for use (IFU) provide instructions on how to properly replace the system controller backup battery. This section also warns the user that inappropriate use of the 11v li-ion backup battery may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.